Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that infrequent far field r-wave (ffrw) oversensing and variable p wave amplitude measurements were noted on the atrial channel during an in-person device check. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.